Manufacturer narrative:
Immucor technical support used a remote electronic connection method on 17may2018 to assess the instrument test well image in question.

Event description:
On (B)(6) 2018, a (B)(6) customer site reported a jkb blood type mistype event (false positive), which was tested on a galileo neo.